Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problems - red screen error code 46440 and the latch lock not working properly were not related to a previous repair. Visual inspection found the device in good condition; tamper seals were broken. There was evidence of the reported error in the event history log. Complaint number one - red screen error code 46440 was not duplicated during functional testing; however, the code was cleared. Complaint number two regarding the latch lock was duplicated and was found to be inoperable. The inoperable latch lock flex was the cause of the reported issue and was subsequently replaced as corrective action. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal scar has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the device exhibited a red screen error code 46440, latch is not working properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.